Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported during the procedure the subject coil would not detach. When the physician re-positioned the subject coil, it deviated from the mass and the proximal end of the delivery wire was broken off. The subject coil was removed and replaced with no clinical consequences to the patient.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging and device was prepared for use as per the directions for use. Also, continuous flush was set up and maintained throughout the clinical procedure. A complaint was reported for the event of the coil delivery wire broken/fractured during use and unexpected movement of device. As the device was not returned the probable reason could not be determined. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned.

Event description:
It was reported during the procedure the subject coil would not detach. When the physician re-positioned the subject coil, it deviated from the mass and the proximal end of the delivery wire was broken off. The subject coil was removed and replaced with no clinical consequences to the patient.